Event description:
It was reported that a patient underwent a gynecological procedure in (B)(6) 2006 and mesh was implanted. The patient experienced unspecified injuries. No further information is available at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.